Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a hook dislodged from the ceramic slave and from the monopolar yaw pulley. The hook was exhibit to have an off-set of 0.5mm of its initial position. The ceramic slave was not found to be loose. This hook was firmly attached and could not be moved even with great manual effort. Components adjacent to the dislodged hook do not show damage. Additional observation related to the customer reported complaint: the instrument was found to have a broken conductor wire at the weld. The instrument failed the electrical continuity test. No signs of thermal damage were observed.